Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 43 mg/dl in the morning. The customer wanted to lower the insulin dosage by changing the basal rate. The customer felt that this would be the accurate action needed to address the low bg level. Reportedly, the customer has had diabetes for many years and has experienced low bg levels before and knows how to manage them.